Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history identified that no depot repairs were done within the review period. The event log was reviewed but no similar complaints were identified. Visual inspection identified that the downstream occlusion (dso)seal was delaminated on the valve edge and that had affected the dso/upstream occlusion pressure test. The dso seal was replaced to fix the issue. A performance verification testing (pvt) was performed, and the unit passed all testing criteria. Software was updated and the unit was reset to standard configuration.

Event description:
The customer returned product for device has a bubbled downstream (dso), during physical inspection it was found that the dso seal was delaminated. There was no patient involvement.